Manufacturer narrative:
The insulin pump was received with a cracked end cap. The motor error alarm and compromised force sensor system error alarm was unable to be verified due to cracked end cap. The drive support disk was inspected and no anomalies on the insulin pump. The insulin pump was received with missing end cap sticker, cracked case at the display window corners and cracked battery tube threads.

Event description:
Customer reported via phone call motor error alarm, loose drive support cap, compromised force sensor system error alarm and damage on the insulin pump. Customer's blood glucose level was 286 mg/dl. Troubleshooting for compromised force sensor system error alarm was performed. Customer advised a motor error alarm occurred during manual prime and insulin squirted out. Customer received 2 motor error alarms. Troubleshooting for motor error alarm was performed. Customer advised the drive support cap was protruded. Troubleshooting for cosmetic damage was performed. Customer advised the device was cracked a few months ago and the plastic was missing on the back of the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.